Event description:
Event description cpi received information indicating that one day after this implantable cardioverter defibrillator (ICD) was implanted, it was no longer sensing the patient's p-waves. Testing confirmed that pacing thresholds and lead impedance measurements were normal.